Event description:
It was reported that the insulin gauge on the pump displayed a different amount than expected, showing 90 units when 250 units were anticipated, with a discrepancy over 30 units. There was no adverse impact to the customer's blood glucose level. The customer did not change the cartridge in response and did not request additional resources. Cts to replace pump. Customer reverted to an alternative method of insulin therapy.